Event description:
Report received of a patient being treated for inaccurate cardiac index readings. It was reported that the patient's cardiac index readings were low (less than 2), although the patient "looked good". The patient was treated with plasmanate as a fluid volume expander for the low cardiac index readings. The patient's cardiac index readings were then reported to be "way up" after receiving the plasmanate. Specific values were not recalled by the customer contact. The device was then replaced. According to the customer contact, there was no adverse event with the patient. The patient showed no signs of fluid overload or respiratory distress. Though requested, no further information was available.